Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. UDI is incomplete as serial/lot# is unavailable. Other contact person name: (B)(6). Complaint record ID: (B)(4).

Event description:
It was reported that trans-ray plus 7.5fr 40cc iab with accessories intra-aortic balloon pump (iabp) was showing message of ¿low vacuum¿ and ¿catheter inspection required¿. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field h6 type of investigation, investigation findings and conclusion codes. Probable lot number could be 300046596 or 3000465974 or 3000451386 or 3000429634 since product was discarded could not confirm the exact lot number. A catheter restriction alarm occurs when the intra aortic balloon (iab) cannot properly inflate or deflate because airflow through the catheter or connected tubing is mechanically restricted. This restriction prevents the balloon from cycling normally, so the pump identifies abnormal pressure/volume conditions and enters standby. Since the balloon was discarded unable to investigate or evaluate the exact root cause and based on the limited details provided by the user, the exact cause of this particular event was not able to be identified. However, causes of catheter restriction can include one or more of the following: 1. Mechanical obstruction in the iab catheter or tubing this includes any physical kink, bend, or compression in: the iab catheter itself. The extracorporeal tubing. The extender tubing. Root cause: air cannot move freely through the system because the airflow is restricted. 2. Incomplete unfolding of the iab membrane if the balloon membrane remains partially folded: the balloon cannot expand to full volume. Inflation pressures and volumes become abnormal. The pump interprets this as a restriction. Root cause: the membrane physically limits inflation and mimics a catheter restriction. 3. The iab has not fully exited the sheath after insertion if the balloon remains partially inside the sheath: the sheath constricts the balloon. Normal inflation/deflation is obstructed.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Since (B)(6) 2025, a cardiosave (csave) device in clinical use has generated repeated ¿low vacuum¿ and ¿catheter inspection required (flow restriction)¿ alarms, with the most frequent occurrences happening from the early hours of (B)(6) until around noon that same day. Due to the persistent alarms, the hospital replaced the csave with its own cs300 while leaving the balloon catheter in place; no patient health concerns have been reported. The removed csave is now being evaluated by ggj service, and an investigation is underway to determine whether the iab catheter used was a sanyo product. This case corresponds to a previously reported issue noted by ts fujiki. Customer engineers (B)(6) are overseeing the case. Related complaint identifiers include (B)(4). Patient information remains confidential. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in in all iab risk files. All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect clinical code), h11. Corrected field - d1, d2b, d4, d10. In initial emdr fields d1, d2b, d4 are filled but the balloon was discarded so serial and lot number are not available but as per hospital staff probably the lot can either be any of these 4 (3000465967, 3000465974, 3000451386 or 3000429634). So please consider d1, d2b, d4 fields blank.